Event description:
Customer reported system interconnect cable making intermittent bad connection. Found broke wires in interconnect cable, causing the bad connection. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. Found broken wires in interconnect cable, causing the bad connection. A f/u report will be filed when add'l details become available.